Event description:
As a result of a retrospective complaint review activity, the MDR determination for this complaint has been revised and this MDR is being filed retrospectively. On (B)(6) 2009, we were informed of a possible device malfunction involving our abacus software. Abacus is our windows-based order entry software for comprehensive tpn calculations and label printing. In this case, the facility reported an event where the abacus software generated tpn bag labels incorrectly. Specifically, the facility reported that the patient information on a tpn label did not match the information on the customer¿s computer screen. This error was caught through label review and verification prior to the delivery of the tpn bag; therefore, no adverse events occurred as a result of this issue.

Manufacturer narrative:
Explanation of codes: method: software evaluation. Results: unk - unknown cause. Conclusions: (unable to duplicate the issue). Inconclusive, investigation in process. This submission is being retroactively submitted after an internal review. Internal investigation: complaints were analyzed from 2005 through january of 2013, and abacus databases were analyzed for possible duplicated orders across different patient ids. To date, we have been unable to force this error condition using the abacus executable user interface despite exhaustive testing. It is possible to replicate the reported behavior, but only by running the code in a debugger, setting a breakpoint and changing the patient ID value. Root cause: the root cause cannot be determined with certainty. Conclusion: the possibility exists that a patient could receive another patient's tpn order due to data corruption. CAPA (B)(4) has been initiated to improve the way in which abacus addresses order ids and patient orders.